Manufacturer narrative:
The issue was found during testing, and it is outside of clinical use. Based on this information, this is not a reportable event. The authorized service provider (asp) determined calibration was required. The asp confirmed calibration resolved the issue, and the ventilator was returned to service.

Manufacturer narrative:
Date of report: 15jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported the touchscreen was not sensitive. The patient or user involvement information is unknown but has been requested. There was no patient or user harm reported.